Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging receiving discrepant inratio values. Date: (B)(6) 2014, inratio 2.3, lab: 3.5. Inratio test performed within an hour of having blood drawn for lab test. Patient's therapeutic range 2.5 - 3.0.